Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The mainframe and workstation pcbs were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication failure error message displayed on c-arm control panel. System would not fluoro. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.